Manufacturer narrative:
Results: visual inspection of the returned product found the lens stuck in the returned cartridge. The cartridge was returned deformed and damaged. There was evidence of reddish residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated, the surgeon was inserting a 2.0 diopter aq5010v silicone three piece lens and the lens tore. There was patient contact, but no injury.